Event description:
Patient reported "rupture for right side." The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/ nodule: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported "rupture for right side." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Based on the product analysis performed, the assessments of the complaints are: lump/nodule: unable to observe as it is not related to the device. Rupture: observe opening on posterior side assessed as unidentified (tear) opening and observed opening on radius side assessed surgical damage. Shell thickness within specification. No other observations observed, no further actions are required.

Event description:
Patient reported "rupture for right side." The device has been explanted and replaced.